Event description:
The customer reported being hospitalized for hypoglycemia two months ago. The customer stated that she passed out and the insulin pump did not stop delivering insulin. The blood glucose reading at time of the call was 210mg/dl. Troubleshooting was performed. The alarm history revealed several error alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.